Event description:
It was reported that during a biopsy procedure two devices failed to fire. A third device was used to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The first sample was returned with the stylet and cannula were in their initial positions (not retracted), as the arrow could ot be seen in the ready window. Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The sample was functionally tested by twisting the rotational knob once and the cannula was retracted and locked into place. The rotational knob was turned once more and the stylet retracted but did not lock into place. The sample was disassembled and the internal components were examined. The cannula hub including the tangs as well as the stylet tangs were found to be broken. The investigation is confirmed for a break, as the cannula hubs for both samples were found to be broken and the cannula and stylet tangs were also broken on the first sample. The investigation is inconclusive for failure to fire, as the devices could not be functionally tested due to the broken components. The root cause for this event was determined to be suppler related due to over-processed resin. The info provided by bard represents all of the known info as this time.